Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported gaps in data. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. A review of the log does not reflect full investigation window. Problem could not be confirmed.